Event description:
The customer reported the system shut down and restarted (rebooted) on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and the system operates as intended.